Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a button error alarm on her insulin pump. The customer stated the insulin pump may have gotten wet while at the beach. Insulin pump will need to be replaced. Customer's mother declined to return the insulin pump at this time but agreed to receive a replacement. No additional information provided.